Event description:
It was reported that the lumen of the right zenith flex with spiral-z technology aaa endovascular graft iliac leg was compressed during an endovascular abdominal aortic repair procedure (evar) for a 68-year-old male patient. The most proximal extent of the aneurysm was at the level of the renal arteries. There was suitable proximal seal zone with appropriate length and diameter and free from prohibitive occlusive disease, calcification or thrombus. There was suitable distal seal zone with appropriate length and diameter. Distal sealing zone location was at the iliac arteries. The targeted visceral vessels were of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification and diameter was conducive to placement of endovascular delivery system. Medical history: cardiac ejection fraction: 55%, dextrocardia, hypertension, hypothyroidism, impaired fasting glucose, marijuana dependence renal: serum creatinine: 0.75 mg/dl inclusion/exclusion review the most proximal extent of the aneurysm was within 20 mm proximal to the celiac artery and 15 mm distal to the lowest renal artery. Type of aneurysm: most likely a pararenal/juxtarenal. Possible extent IV aneurysm - those with a proximal disease extent between 4 mm distal to the sma and 20 mm proximal to the celiac artery. The proximal seal zone was free from prohibitive occlusive disease, calcification and thrombus. Arterial tortuosity, calcification and arterial diameter were conducive to placement of the endovascular delivery system. Medical and anatomical criteria - aorta maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system (degrees): 19 angulation between infra-renal aorta and aneurysm center line (degrees): 31 length of the proximal seal zone: 60 mm length from the lowest targeted vessel (most inferior aspect) to the aortic bifurcation: 127 mm diameter of aorta at location of maximum diameter over length of proximal seal zone (ow to ow): 27 mm diameter of aorta at location of minimum diameter over length of proximal seal zone (ow to ow): 25 mm change in seal zone diameter: 7.41% aorta diameter at the location of maximum aneurysm diameter (ow to ow): 57.1 mm anatomical criteria ¿ visceral vessels length of the ostium to first major bifurcation (mm): celiac(22), sma(25), right renal(55), left renal(23) diameter of vessel at location of intended distal landing zone (ow to ow) (mm): celiac(6.6), sma(8.6), right renal(6.4), left renal(6.1) % stenosis: celiac(<=50%), sma(<=50%), right renal(<=50%), left renal(<=50%) anatomical criteria ¿ iliac length of the ostium to first major bifurcation (mm): right(67), left(41) diameter of vessel at location of intended distal landing zone (ow to ow) (mm): right(14), left(12) % stenosis: right(10), left(20) do access vessels have minimum inner diameter from introduction site to aorta to accommodate delivery system of devices: right (yes), left (yes) per the comments from the imaging reviewer. The imaging shows a possible extent IV aneurysm. More likely a para/juxtarenal aneurysm. There is a mild posterior bulge near the celiac and sma. Arguably, there is a > 15 mm infrarenal seal zone. Pre-procedural computed tomography (CT) imaging was completed on (B)(6) 2026. Proximal sealing zone: there was no occlusive disease or thrombus; however, there was mild calcification. There was mild occlusive disease and calcification, with mild thrombus. Shape was parallel common iliac artery calcification: right(mild), left(mild) common iliac artery occlusive disease: right(mild), left(mild) external iliac artery calcification: right(mild), left(mild) external iliac artery occlusive disease: right(mild), left(mild) femoral artery calcification: right(mild), left(mild) femoral artery occlusive disease: right(none), left(none) tortuosity of the iliac: right(mild), left(mild) anatomical measurements aorta diameter at the location of maximum aneurysm diameter (ow to ow) (mm): 66 length of suitable proximal seal zone (mm): 38 diameter of aorta at location of maximum diameter over length of proximal seal zone (ow to ow) (mm): 26 diameter of aorta at location of minimum diameter over length of proximal seal zone (ow to ow) (mm): 24 % change in seal zone diameter throughout length of seal zone: 7.69 length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation (mm): 107.9 angulation between infra-renal aorta and aneurysm center line (degrees): 34 maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) (degrees): 15 anatomic criteria ¿ visceral vessels diameter of vessel at location of intended distal landing zone (ow to ow) (mm): celiac (7), sma (8), right renal (7), left renal (6) length from ostium to first major bifurcation (mm): celiac (73.6), sma (29), right renal (51), left renal (22.6) % stenosis: celiac (<= 50%), sma (<= 50%), right renal (<= 50%), left renal (<= 50%) anatomical criteria ¿ iliac diameter of vessel at location of intended distal landing zone (ow to ow) (mm): right (13), left (13.8) length from ostium to first major bifurcation (mm): right (36), left (26) does the location of intended distal landing zones maintain the patency of the internal iliac artery? Right(yes), left(yes) % stenosis: right (0), left (0). The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2026 under general anesthesia. Percutaneous access was gained via the left and right femoral artery. Patient in procedure room (24- hour clock): 07:34, administration of anesthesia (24- hour clock): 07:40, initial incision (24-hour clock): 08:44, initial catheter inserted (24-hour clock): 09:10, final catheter removed (24-hour clock): 11:40, all incision closures complete (24- hour clock): 12:05, out of procedure room (24-hour clock): 12:25, estimated blood loss (cc): 75. No packed blood bank products were administered during the procedure amount of contrast used (total during procedure) (ml): 88 contrast concentration (mg/ml): 50 total fluoroscopy time (from incision to removal) (min): 57 radiation dose (total during procedure) (mgy): 975. Left renal bridging stent: competitor balloon 8 x 2, contralateral, flared. Inflation pressure used to expand the stent, 10 atm. Inflation pressure of flaring balloon: 8 atm right renal bridging stent: competitor balloon 8 x 2, ipsilateral, flared. Inflation pressure used to expand the stent, 10 atm. Inflation pressure of flaring balloon: 10 atm celiac bridging stent: competitor balloon 10 x 2, contralateral, flared. Inflation pressure used to expand the stent, 10 atm. Inflation pressure of flaring balloon: 12 atm sma bridging stent: competitor balloon 10 x 2, contralateral, flared. Inflation pressure used to expand the stent, 10 atm. Inflation pressure of flaring balloon: 10 atm no issues were encountered while flaring and the bridging stent was adequately visualized from start to end of implant. Universal distal body: ipsilateral access, 3 stent overlap with preceding component. No difficulties were experienced when flushing the introducer system, releasing the wires or with retracting the sheath, the unibody 2stent was adequately visualized from start to end of implant. Right iliac leg graft: ipsilateral, common iliac, 3 stent overlap with preceding component left iliac leg graft: contralateral, common iliac, 1 stent overlap with preceding component procedural imaging in the form of an angiogram was completed on (B)(6) 2026. All devices were patent at the end of the implant procedure. There was no evidence of device integrity issues. A type 2 endoleak (vessel perfusion) was present. Operative report (B)(6) 2026, preoperative diagnosis: aaa, postoperative diagnosis: aaa. Procedure(s) {lrb): evg repair visceral aorta, fenestrated, four or more arteries, inc. S&I (wrvu 100.14) (n/a), perc access & closure of femoral arter for delivery of endograft through large sheath (wrvu 2.44) (bilateral) 1. Retrograde bilateral percutaneous large-bore access 2. Coiling of ima, lumbar, and left accessory renal x3 (competitor coils: 4mm x 30cm for ima, 4mm x 10cm for lumbar, and 4mm x 10cm left accessory renal) 3. Cook zenith fenestrated + visceral component: cook zfen+30-163-ci celiac: 7 x 23 mm competitor graft, proximally flared 10 mm sma: 8 x 27 mm competitor graft, proximally flared 10 mm left renal: 6 x 22 mm competitor graft, proximally flared 8 mm right renal: 7 x 23 mm competitor graft, proximally flared 8 mm distal extension: cook unibody2-24-81-ci left iliac: cook zsle-16-74-zt right iliac: cook zsle-16-74-zt. Findings: anatomy consistent with pre-operative imaging bilateral retrograde percutaneous large bore access (r 20fr, l 20fr) coda balloon (46x140) used for molding completion angiogram demonstrated good position of stent grafts with patent branches. Completion angiogram showed delayed type 2 endoleak but otherwise no attachment or junction endoleak, stenosis or other problems. Bilateral internal iliac arteries preserved. Initial completion non-contrast CT demonstrated appropriate placement of all hardware and impingement of the proximal left iliac extension graft at the bifurcation, but otherwise no impingement on any branch graft or crimping of any branch. Kissing iliac balloon angioplasty with 12x20mm competitor balloon at area of impingement with resolution of the impingement on repeat completion non-contrast CT. Bilateral warm feet with bilateral dp pulses at conclusion of case. Neuro intact at the completion of the case. Anesthesia: general estimated blood loss: 75 ml heparin: 14,000 units protamine: 40 mg ivf: 1.5 l urine: 250 ml contrast: 88 ml fluoro time: 57.2 minutes mgy: 975 dap: 130.24 specimens removed during surgery: none drains: none surgical closure: primary closure - skin incision is completely closed without any wires, wicks, drains or other devices disposition: awakened from anesthesia, extubated and taken to the recovery room in a stable condition, having suffered no apparent untoward event. Condition: doing well without problems. Hpi/surgical indications: 68 y.o. Male with a hx of htn, hld, hypothyroid, dextrocardia, juxtarenal 6.6 cm aaa who presents to dhmc for aaa repair, endovascular approach with zenith fenestrated plus device. Procedure description: after informed consent, patient was brought to the operating room and laid supine upon the operating table. Pre-anesthesia time out was performed. Bilateral lower extremity sequential compression devices were applied and preoperative antibiotics administered. General anesthesia with endotracheal intubation was smoothly induced. Patient was prepped and draped in the normal sterile fashion. Pre-operative timeout was performed and agreed upon by all parties. The graft was visualized fluoroscopically outside of the patient in order to ensure appropriate orientation of the graft and the fenestrations. The operation then began with right sided percutaneous access obtained in the common femoral artery under fluoroscopic and ultrasound guidance using a micropuncture technique. A cope wire was inserted and upsized to a 5 french sheath over a competitor wire. Two suture mediated closure devices were deployed in standard fashion on the right, leaving the sutures free to cinch down later. A 10fr sheath was then placed on the right. On the left, percutaneous access to the femoral artery was obtained in a similar manner, with exchange for a 10fr sheath after two suture mediated closure devices were deployed and tagged in standard fashion for later use. Systemic heparin was administered and act monitored throughout the case. We then proceeded with the coil embolization of the lumbar, inferior mesenteric, and accessory left renal arteries. Using a competitor sheath and a 035 floppy guide and competitor catheter, the accessory left renal was selectively catheterized, with drawback of blood and angiogram confirming true lumen without dissection. A 4mm x 10cm competitor coil was deployed with angiogram confirming appropriate placement and successful embolization. This process was then repeated for the ima and large paired lumbar artery, with a 4mm x 30cm competitor coil placed in the ima and a 4mm x 10cm competitor coil in the lumbar. The working instruments were withdrawn. On the right, a kmp catheter was used to select the suprarenal aorta. The wire was then exchanged for a lunderquist wire. From the left, a kmp catheter and competitor wire were used to select the suprarenal aorta. A pigtail catheter was advanced to the level of the visceral aorta, the wire was removed, and aortogram was obtained. From the right, we advanced the fenestrated cook zfen+ device (zfen+30-163-ci) to the approximate level of planned deployment based on the markers from the CT scan. The device was adjusted to its exact location and unsheathed but not released. From the left, we used a competitor catheter and competitor wire to select the fenestrated graft. The wire was exchanged for a stiff amplatz wire. Cannulation was confirmed with a coda balloon by inflating it to see a waist at the distal aspect of the fenestrated graft. The 10f sheath was then upsized to a 20f competitor sheath. A competitor sheath was then advanced into the endograft. The competitor sheath was advanced to the level of the right renal artery and a kmp catheter and competitor wire were used to select the right renal artery fenestration. Selective angiogram was performed to confirm the selection and then the competitor wire was exchanged for a rosen and the competitor sheath was removed. The right renal artery wire was then clamped to the left side of the drapes. The competitor sheath was reinserted through the sheath and advanced to the level of the left renal artery and a kmp catheter and competitor wire were used to select the left renal artery fenestration. Selective angiogram was performed to confirm the selection and then the competitor wire was exchanged for a rosen and the competitor sheath was removed. The left renal artery wire was then clamped to the right side of the drapes. The competitor sheath was reinserted through the sheath and advanced to the level of the sma and a kmp catheter and competitor wire were used to select the sma fenestration. Selective angiogram was performed to confirm the selection and then the glide wire was exchanged for an amplatz wire, and the competitor sheath was removed. The competitor wire was reinserted through the sheath and advanced to the level of the celiac and a competitor catheter and competitor wire were used to select the celiac fenestration. Selective angiogram was performed to confirm the selection and then the competitor wire was exchanged for a rosen wire. The 7x23 mm competitor graft was then placed into the celiac fenestration. Prior to deployment of the competitor graft the zfen+ graft was fully deployed and from the right groin the coda balloon was placed and used to balloon all of the proximal seal and fenestrated components of the graft. The 7x23mm competitor graft was then deployed extending several millimeters into the zfen+ device. This stent graft was then flared proximally with a competitor 10x20mm balloon. A completion angiogram was performed, showing an excellent result. The branch was patent and in excellent position without dissection. The wire and competitor sheath were then disengaged from the celiac fenestration. The competitor sheath was advanced over the rosen to the sma. An 8x27 mm competitor stent graft was advanced and deployed extending several millimeters into the zfen+ device. This stent graft was then flared proximally with a competitor 10x20mm balloon. A completion angiogram was performed, showing an excellent result. The branch was patent and in excellent position without dissection. The wire and competitor sheath were then disengaged from the sma fenestration. The competitor sheath was advanced over the rosen wire to the left renal artery. A 6x22 mm competitor stent graft was advanced into the left renal and deployed extending several millimeters into the zfen+ device. This stent graft was then flared proximally with a competitor 8x20mm balloon. A completion angiogram was performed, showing an excellent result. The branch was patent and in excellent position without dissection. The wire and wire and competitor sheath were then disengaged from the left renal fenestration. The competitor sheath was advanced over the rosen wire to the right renal artery. A 7x23 mm competitor stent graft was advanced into the right renal and deployed extending several millimeters into the zfen+ device. This stent graft was then flared proximally with a competitor 8x20mm balloon. A completion angiogram was performed, showing an excellent result. The branch was patent and in excellent position without dissection. The wire and competitor sheath were then disengaged from the left renal fenestration. Next from the right, the cook unibody2-24-81-ci was advanced to its desired location based on landmarks within the zfen+ graft ensuring that the nose cone did not impinge on the branches. The main body was fully deployed. We attempted to cannulate the contralateral gate from the left using a kmp catheter, exchanging our wire once cannulated for an amplatz wire over which a coda balloon was advanced and inflated to confirm cannulation. The main body deployment was completed. A pigtail catheter was then placed up the right. The position of the right hypogastric artery was noted, the ipsilateral (right) limb was introduced (zsle-16-7 4-zt) and deployed. The contralateral limb gate was then cannulated with a floppy competitor wire and a kmp catheter from the left, and the floppy competitor wire was removed from the left and a stiff amplatz wire was advanced into the bifurcated component and fenestrated component through the gate. The catheter was removed. A coda balloon was advanced and inflated in the gate to confirm wire position in the graft. The coda was then removed. We advanced a marker pigtail catheter from the left and a pelvic angiogram was obtained to mark the origin of the left hypogastric artery. An amplatz wire was replaced and the catheter was removed. We then advanced and deployed the left iliac limb (zsle-16-74-zt). A coda balloon was advanced bilaterally to appose the graft at all overlap zones and seal zones distal to the fenestrations. We advanced a pigtail catheter from the right and obtained a completion angiogram with the findings above. All devices had excellent endpoints. No attachment or junction endoleak, stenosis or other significant issues. The internal iliac arteries were preserved bilaterally. Finally, we obtained a non-contrast on-table CT. This was reviewed, and the hardware was found to be all appropriately placed without impingement or crimping with the exception of the proximal iliac limbs. The right iliac limb appeared slightly compressed by the left at this crossover point. We performed kissing iliac balloon angioplasty with 12x20mm competitor balloon at area of impingement with resolution of the impingement on repeat completion non-contrast CT. Satisfied with our repair, we proceeded to close. The wires and sheaths were removed as the suture mediated closure devices were deployed on each side without complication. One additional stitch was placed in the left groin with good hemostasis. Protamine was given. Manual pressure was held on both groins for 20 minutes. A sterile, liquid topical skin adhesive was applied to each skin incision to appose the skin and seal the wounds, and dry sterile dressings were applied. The patient was awakened from anesthesia, extubated, and moved all extremities. Bilateral pulses were present at end of case. The patient was awoken from anesthesia and extubated smoothly. They were transported to pacu in stable condition having tolerated the procedure well surgical infection prevention bundle used? N/a thoracic and complex evar procedure history aneurysm, type: degenerative, fusiform pathology is dissection: no proximal zone of disease, zone: 1, 4, 6, 7, 9 distal zone of disease - bilateral: 9 maximum aortic diameter: 6.6 mm presentation: asymptomatic urgency: elective leg motor function: normal contrast volume: 88 ccs fluoro time: 57.2min airkerma: 975 mgy dap: 130.24 gycm2 anchors: no endoleak at completion (choose all that apply): branch (type 11) branch treated includes l subclavian: no deployment technical success: yes if aortic device implanted and prior aortic surgery is one of open, endo or both: proximal landing zone in prior graft: no distal landing zone in prior graft: no zone 5 was the proximal zone and zone 9 was the distal zone for the placement of the zfen+30-163-ci. Zone 9 was the proximal zone and zone 9 was the distal zone for the placement of the unibody2-24-81-ci. The distal endpoint of the left zsle-16-74-zt was the common external iliac artery. The distal endpoint of the right zsle-16-74-zt was the common external iliac artery. Care timeline: admitted: 05:50 (B)(6)2026, procedure: 07:34 (B)(6) 2026, discharge: 11:03 (B)(6) 2026. This report captures compression of the right iliac graft leg (zsle-16-74-zt), in which a kissing stent angioplasty was performed during the procedure to resolve the narrowing.

Manufacturer narrative:
H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.